Event description:
During the ablation procedure, false aneurysm hematoma of right scarpa was discovered at the draining point.

Manufacturer narrative:
This complaint was part of a episo-d study based in europe, which initially was thought of as an ide clinical trial. The event occurred on july 8, 2005 and was not entered as a complaint until 8/11/06 at which point it was determined a reportable complaint.